Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cautery didn¿t work at all from the start. No heat or beeping. No added incisions or time. Finished case using new kit. No patient harm.

Event description:
.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/19/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on either the hot jaw or the gray silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. .a pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. Based on the returned condition of the device, and the evaluation results, the reported failure "failure to deliver energy" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.